Event description:
The reporter contacted animas on (B)(6) 2012 alleging that over the past one or two months, the ok keypad button has been intermittently unresponsive and requires multiple presses to evoke a response. The reporter denied water exposure or trauma to the pump and stated that the keypad was intact. The patient reportedly wears the pump on the outside of the clothing and does not clean the pump. There is no reported adverse event associated with this complaint. This complaint is being reported because the alleged keypad button malfunction remained unresolved.

Manufacturer narrative:
Follow-up # 1: 09/16/2015 -device evaluation: the pump has been returned and evaluated by product analysis on 08/28/2015 with the following findings:during a visual inspection of the keypad, no physical damage was noted. All of the buttons on the keypad were responsive. The keypad cover was removed and contamination was found underneath all button contacts. Unrelated to the original complaint, it was noted that the display was dim and discolored and there was a battery compartment crack below the bumper pad. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.